Event description:
Upon review of the event history log, the quality engineer found failure code 403:317:871:0000 to have interrupted delivery. It is unknown when or in which care area this event occurred. There was no report of patient involvement, injury, or medical intervention related to the device. This device is a remediated colleague pump with a user interface module software version of 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was undetermined. To correct the condition, the use interface module (uim) printed circuit board (pcb) and u65 slave software were replaced. If any additional information is received, a follow up MDR will be sent. This involved a colleague p1.5 infusion pump with user interface module master software version 6.13.92.